Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited no capture on the right ventricular (rv) channel one day post implant. Initial placement of this lead was very shallow in the rv apex and micro-dislodgement was suspected. A revision procedure was performed and the lead was placed deeper into the apex. All lead diagnostics were stable following the procedure. No additional adverse patient effects were reported.